Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test due to corroded keypad traces. Insulin ump received with missing serial number label and missing end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose was unknown. Customer stated that a button had been pressed for more than three minutes. Customer stated that they did not pressed a button down for three minutes or longer. Customer also stated that the serial number had worn off the insulin pump. Troubleshooting was performed for stuck button alarm. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.